Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of "hi" blood results via husband, (B)(6). Expected blood glucose results (fasting / before meals / after meals) range from 300 to 400 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Consumer is receiving cancer treatment and expects blood glucose results to be high. Back to back blood test performed during call ((B)(6) 2014; 5:07pm) with results of 579 mg/dl and 580 mg/dl(fasting / before meal / after meal). Customer is comparing her results to handheld onetouch ultra meter; with results of "hi" as well. Storage of test strips is within specification not verified. Test strip lot manufacturer's expiration date is 08/19/2017 and open vial date is 12/10/2014. Recall test results performed (fasting / before meals / after meals) from meter memory; customer just started using meter (time not set correctly): (B)(6). Based on the "hi" result obtained by the customer and seen in the memory, the complaint is reportable. Adverse event not reported.

Event description:
Consumer complaint of "hi" blood results via husband, (B)(6). Expected blood glucose results (fasting / before meals/ after meals) range from 300 to 400 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Consumer is receiving cancer treatment and expects blood glucose results to be high. Back to back blood test performed during call ((B)(6) 2014; 05:07pm) with results of 579 mg/dl and 580 mg/dl (fasting/ before meal/ after meal). Customer is comparing her results to handheld onetouch ultra meter; with results of "hi" as well. Storage of test strips is within specification not verified. Test strip lot MFR's expiration date is 08/19/2017 and open vial date is (B)(6) 2014. Recall test results performed (fasting/before meals/ after meals) from meter memory; customer just started using meter (time not set correctly): (B)(6); 6:46am - hi; (B)(6); 6:05pm - 382mg/dl. Based on the "hi" result obtained by the customer and seen in the memory, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/18/2014).